Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was pulled and became separated from the cartridge. There was no adverse impact to the customer's blood glucose level. Customer alleged separation occurred due to user error. The customer performed a cartridge change to resolve the issue.